Event description:
Additional information: per the pdrn, the patient was hospitalized (unconfirmed date) to have their pd catheter (not a fresenius product) removed. The patient was being transitioned to hemodialysis (hd) permanently. The reason for the switch to hd was in part due to the peritonitis, but the patient had abdominal scar tissue and other unspecified abdominal issues requiring the transition to hd. There was no new peritonitis event at the time of the patient call on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Clinical investigation: the cause of the patient¿s pd catheter removal was due to abdominal scar tissue and other unspecified abdominal issues in combination with the effects of the peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty cycler with cycler set and the patient event of abdominal pain with diagnosis of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set leak or defect reported for this event. The liberty cycler was replaced due to drain complications and not the peritonitis event. All pd patients are at risk for peritonitis due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. It is unknown if this patient followed proper aseptic technique during treatment. The majority of peritonitis cases are a result of touch contamination. Based on the limited information and no reported allegation of a malfunction or deficiency reported for the event, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support and stated that they had spoken to their peritoneal dialysis registered nurse (pdrn) who advised them to get their cycler replaced. The patient reported that they were in drain 1 of 4 and was not draining (no alarm) and had blood in the patient line due to having peritonitis. Technical support advised the patient to discontinue use of the cycler and to contact their pdrn. A replacement cycler was issued to the patient. Upon follow up, the patient¿s pdrn stated that the patient presented to the emergency room (ER) on (B)(6) 2019 with abdominal pain and murky pd effluent. A pd effluent culture was obtained; however, the results are not available. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1g and ip ceftazidime 1,500ml daily for 10 days. The patient was released from the ER the same day. The patient was still experiencing abdominal pain and not able to complete his treatment resulting in not receiving the full antibiotic dose. The patient was sent back to the ER on (B)(6) 2019 for evaluation and antibiotic administration. The patient status is unknown. The blood in the patient line was due to the peritonitis infection. The patient had been experiencing drain complications utilizing the liberty cycler, but the pd nurse was able to drain the patient on the cycler at the clinic. The patient did not report any issues with the liberty cycler or cycler set related to the peritonitis event. No further information was provided.